Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp with a groshong catheter in two segments were returned for evaluation. Visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for catheter fracture, deformation and naturally worn as a complete circumferential break was noted approximately 1.1cm from the distal end of the cath-lock and both edges of the complete circumferential break were jagged and rounded, with both smooth and granular surfaces.the identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter.the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4, h11: h6(result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter implant procedure, the device allegedly broke about 1 cm from the catheter lock. The distal segment of the catheter was reported to be removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a catheter implant procedure, the device allegedly broke about 1 cm from the catheter lock. The distal segment of the catheter was reported to be removed. There was no reported patient injury.